Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the blue fiber pigtail to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that the customer stated the arms were not working and that multiple system reboots had already been attempted. The technical support engineer reviewed the system event logs and observed error 31089 reported by the tower fiber port 1. The engineer could not confirm whether the opposite end of the blue fiber cable was connected to the console or the robot because power cycle logs were not available in the log system. The engineer then instructed the customer to trace the blue fiber cable and identify which cart it was connected to, and the caller placed the engineer on hold while performing this check.

Manufacturer narrative:
The probable root cause is attributed to a faulty blue fiber pigtail on the vsc. This issue can be resolved by fse service of the system to replace the blue fiber pigtail.

Event description:
Refer to h11 for follow-up information.